Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure at the user facility, it was found that the endoscopic image of the subject device was not displayed, and the subject device gave camera head communication error e222. The user facility completed the procedure with the subject device. The field service engineer of olympus (B)(4) checked the subject device on-site and found that the image had horizonal line and blinked sometime. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus thailand (oth). Oth checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oth, omsc surmised that the subject device and the video processor could not communicate with each other due to dirt or foreign material adhering to the electrical contacts of the video connector of the subject device, and the reported error e222 temporarily occurred. If additional information is received, this report will be supplemented.